Manufacturer narrative:
No battery out limit alarms were noted. All operating currents were within specification. The insulin pump passed the self test and no unexpected battery out limit alarms were noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. The insulin pump had intermittent button response due to corroded keypad traces.

Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that customer got a customer's blood glucose reading was 117 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).